Manufacturer narrative:
H3 other text : the customer has declined service or repair.

Event description:
It was reported to philips that the device failed to obtain an ECG reading. The customer initially requested assistance from a philips representative due to failure involving the ECG function for their device. After initiating the service order, an estimate was provided for the potential cost of labor to evaluate and repair the device. However, after receiving the quote, no further action was taken by the customer and the service order was closed. As such, an evaluation of the device was not completed and a definitive cause for the failure could not be determined. Philips is unable to rule out that a malfunction did not occur. As an evaluation was not completed, a cause for the reported failure could not be established. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device failed to obtain an ECG reading. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed to obtain an ECG reading. There was no patient involvement.